Event description:
It was reported that the patient's implantable cardiac monitor (icm) was undersensing. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.